Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump's buttons were difficult to press. Customer's blood glucose level was unknown. Customer also reported insulin pump had short battery life and frequent alarms in error. Customer reported she was not interested to troubleshooting as the insulin pump was working but called back if things get worst. Insulin pump will not be returned for analysis.